Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump shut down due to normal battery depletion. Due to the subsequent suspension of insulin delivery, customer's blood glucose (bg) level rose to over 500 mg/dl. As a result, customer went to the emergency room (ER) and was later hospitalized where they were treated with insulin. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.